Event description:
Reportedly during patient use, the ventilator was noisy and the patient requested to be placed on another ventilator. Medical intervention was required for the patient as a result of this malfunction. There were no negative or serious patient health consequences reported.

Manufacturer narrative:
(B)(4).